Event description:
The customer reported that the left monitor on the stenoscop system was faulty. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The left monitor was replaced. The system was tested and is operating as intended.